Event description:
Customer stated tht the meter appeared to be missing segments from the display. An eval of the system was performed over the phone. The eval indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.